Event description:
Rptr had cancer surgery 9/80. Silicone implants inserted same time. Five weeks later chest opened up with infection. Implants were removed, then inserted again 2/81. Blood clots developed and were removed 3/81. Implants have shifted and rptr has lump on one side. She is now 56 and is not in a hurry to be opened up again and go through the pain and recovering all over again, although she gathers from drs this may come to be a reality. The implants seemed to have been the culprit behind all the problems she has had since they were inserted.